Event description:
Checked on pt and found pt unresponsive at 4:20pm. Their blood glucose was tested and a result of 100mg/dl was received. The dr advised them to retest and at 5pm the result was 105mg/dl. The customer was still unresponsive, a stat lab was ordered and at 5:40 the result was 22mg/dl. The pt was given an amp of d50. A lab was performed and their blood glucose level at 6pm was 230mg/dl. Controls were stated to be in range but the value was not given. A request was made for the return of the suspect device and replacement product was sent.